Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: one osseotite® tapered certain® prevail® implant 4/3 x 13mm (xiitp4313) was returned for investigation. Visual evaluation identified no apparent malfunction as well as signs of use and dried blood/bone debris present on the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Returned product matched print specification. No pre-existing conditions were noted. The patient had moderate (type ii) bone density. The reported device was located on tooth #21 and was implanted for 3 days. The customer did not provide any pictures or x-ray images. DHR review was completed for the subject lot number (2020030713). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020030713) for similar events and no other complaint was identified. Complaint category keyword: medical & complaint description keyword nerve injury). August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or product (xiitp4313). Based on available information, device malfunction did not occur and the reported event was non-verifiable as no objective evidence was provided to confirm the medical event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient felt numbness and fullness in the area a few days after placement due to nerve injury. Implant #21 was removed. Numbness was much better after removal. Patient is not returning for implant re-placement.